Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06415. It was reported that balloon rupture occurred. The chronic total occlusion (cto) target lesion was located in the highly calcified mid right coronary artery (rca). A 3.00mmx12mm emerge¿ balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and exchanged with another 3.00mmx12mm emerge¿ balloon catheter which also ruptured on same inflation and atmospheres. The device was fully retrieved from the patient and the procedure was completed with a non-compliant (nc) balloon catheter. No patient complications were reported and the patient's status was fine.